Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2014 explanted: (B)(6) 2021. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (40 mg/ml at 10.477 mg/day) via an implantable pump for spinal pain. It was reported that the patient had an infection at their pump pocket so their entire system was explanted. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The explanted devices were discarded and will not be returned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.